Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported met with a healthcare professional (hcp) on 2017-oct-05. The patient used lots of ice for their soreness. The cause of charging too frequently and the implant being more mobile in the pocket was not yet determined. All impedences were within normal limits. The fall was assumed to cause the mobility of the ins in the pocket and that is what the patient indicated to the rep. The rep called on 2017 (B)(6) and was asking if there were any methods to preserve the leads when they were disconnected from the ins. Due to the patient's pocket pain from their fall, the ins was explanted on 2017 (B)(6). The leads remained internalized as they hope to come back in later and reconnect a new ins once the pocket quiets down. Additional information was received on 2017 (B)(6). The patient met with a rep and hcp, but the patient did not bring their recharger so analysis could not be done on the recharging experience. It was repeated that the ins was explanted du e to soreness in the gluteal area. The explanted ins was sent back for analysis. No further complications were reported.

Manufacturer narrative:
Eval code-conclusion 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The device was returned for analysis. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had insignificant anomalies and it was functionally okay. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep), a consumer, and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too often. The caller reported that the patient used to charge once every two weeks but was now charging once a week. It was noted that the patient fell right onto their ins in july. The rep reported that an impedance check was completed and the value was 500/585. They reported that the recharge interval calculation showed 16 days. They reported, ¿p1, 3.3, 330 pw [pulse width], 500 ohms. P2, 3.0 v [volts], 330 pw, 585. Rate 40 hz [hertz].¿ recharge statistics from the clinician programmer showed, ¿short time frames, <(><<)>1 hr every 4 days with 8 bars.¿ the rep reported that the pocket had been sore since the fall and the ins was more mobile in the pocket. They reported that the patient thought they charged for 3.5 hours and the clinician programmer showed, ¿<(><<)>1 hour and doesn¿t get above 25%.¿ the patient was in the emergency room on (B)(6) 2017 and the doctor reported the pocket was fine visually. No further complications were reported. Follow-up was conducted.